Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck and hard to open. Drawer was making clicking sound, but nothing pops out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.